Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) conducted an evaluation of received one gia 80-3.8 single use reloadable stapler opened by the account returned without packaging and one gia 80-3.8 single use loading unit opened by the account with the appropriate tyvek. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the clinically applied device. The reported condition for this incident states partial firing/handles binding. Visual inspection of the instrument noted no abnormalities. Further visual inspection of the cartridge noted that the single use loading unit (sulu) was partially applied 2cm. Additionally, microscopic examination of the knife blade revealed dents in the knife blade. There was one row of partially fired staples that were bent outwards, likely due to an obstruction. Functionally, the sulu was reset and the damaged staples were removed. The sulu was then reloaded into the instrument. The sulu and instrument were applied to test media with acceptable results; the knife cut completely and cleanly and the remaining staple line was properly formed. However, excessive resistance was experienced, likely due to the dented blade. The handles of the stapler were able to be opened and closed without difficulty or binding. The reported condition was confirmed. A review of the appropriate device history record indicates this device lot number was released meeting all quality specifications. Replication of this condition may occur if the loading unit and knife blade was applied over an obstruction or thick tissue during clinical application. The file will be closed as a misuse of the product. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
User facility listed in initial reporter. (B)(4). Patient information not provided, UDI not provided, re-processing information not provided. Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a bypass of gastroenterostomy , after the first fire to duodenum was successful, they replaced reload and started to fire to stomach, but the handle became stiff and the firing stopped halfway. Another handle was opened to correct the problem. The previous staple line was resected. UDI number is not available. The procedure was completed with another device. The status of the patient: no problem. Additional tissue resection was required due to the issue. The patient gender is not available. The patient age is not available. The patient weight is not available. The device was not reprocessed/re-sterilized prior to use. At was the item code and lot/serial number of the reinforcement material?